Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient has had her device explanted due to wound healing issue. There was no report of infection and no further report of complication.